Event description:
Pt reported that a lancet, inserted in the multiclix lancet device, would not retract inside of the lancet drum. Pt did not experience an unintentional puncture as a result. Technical support requested the return of the suspect product and replacement product was shipped.